Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Customer was assisted in navigating settings to reduce the release time for decreasing the delay. The user request was confirmed, there was a delay in capture time but it was identified to be due to customer cabling and settings. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. The most probable cause of the complaint is cause traced to user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center exhibited a delayed image appearance. The issue was found during an esophagogastroduodenoscopy (egd) diagnostic procedure while the patient was under sedation, and the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted the technical assistance center to report that the loaner video system center endoscopy system did not provide narrow band imaging (nbi) functionality and that the image acquisition time was longer than expected. The reported concerns were reviewed, and the customer was advised to verify the white cap light control cable connection and to confirm that switch 2 was assigned to narrow band imaging within the user settings and switch presets menu. To address the delayed image capture, it was recommended that the customer review the system configuration within the advanced menu, system settings, and system menu, and set release h and release s to 0.5 seconds for all applicable settings. After completing these actions, the user confirmed that narrow band imaging functionality was available and that image capture performance was operating as expected. No further issues were reported.